Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was an issue with low draw under fill of tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: we encountered a seemingly abnormal rate of tubes with no vacuum. 7 tubes out of approximately 900 were discarded; 3 had a volume < (approximately) 2ml. The tubes have been inspected and do not show any cracks or leaks. This frequency is higher than what we usually observe.